Event description:
Complainant alleged that during functional testing, the device did not power on. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was verified and attributed to a faulty integrated circuit on the digital board. The digital board was replace to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.